Event description:
It was reported that the subject device camera cord had a hole. The procedure was not prolonged and had no patient impact. No harm was reported due to the event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
It was reported that the subject device camera cord had a hole. The procedure was not prolonged and had no patient impact. No harm was reported due to the event.

Manufacturer narrative:
Updated fields: d8, h3, h4. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The subject device underwent visual and functional tests to assess the device status. The customer allegation was confirmed. Based on the results of the investigation, a definitive root cause cannot be identified. The most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. A device history review was completed, and no issues were identified. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.